Event description:
Boston scientific crm received information that telemetry strips were showing inhibition of pacing with two beats of asystole. The physician was concerned with a set screw issue as right ventricular (rv) threshold and impedance measurements were stable, however it was noted that the rv lead slack was pulled tight. Rv sensitivity settings were set at nominals of 2.5mv, therefore reprogrammed to 10mv to undersense. The patient is pacemaker dependent, however no adverse patient effects were reported.

Manufacturer narrative:
Technical services (ts) reviewed the electrogram strips and confirmed the asystole of 2 beats. Ts suggested a full lead diagnostics, chest x-ray of the rv lead and pocket manipulation with setting the sensitivity back to 2.5mv to try and reproduce the issue. As of this report, no further information is available. Should additional information become available, this event would be updated.